Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient faced an insulin flow blocked event leading to hyperglycemia on (B)(6) 2024. The blood glucose level was 32 mmol/l with the presence of ketones at the time of hospitalization; therefore, the patient was treated with insulin injections. The symptoms reported by the patient at the time of the hospitalization event were weakness, pain, and vomiting. The patient was hospitalized for 24 hours. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.